Event description:
On 29may2024, a representative from an eye care professional's (ecp's) office reported a patient (pt) in japan was seen at an unknown eye clinic on 24may2024 for ocular discomfort, foreign body sensation, discharge, and redness in the right eye (od) when wearing an acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl) that persisted upon removal. The pt visited the ecp's clinic on 25may2024, was diagnosed with a suspected infective corneal ulcer od, and was prescribed cravit ophthalmic solution (5 times a day) and bestron for ophthalmic (5 times a day). The pt was instructed to discontinue wearing cls (duration not provided) and return for follow-up (date not provided). The pt returned for follow-up on 29may2024 with no "subjective symptoms." The pt was advised an od infective corneal ulcer is suspected, but the condition has healed 50 to 60%. The pt was instructed to continue no cl wear and was prescribed cravit ophthalmic solution (3 times a day (tid)) and bestron for ophthalmic (tid). No additional information was provided. On 06jun2024, the representative from the ecp's office provided additional information. The pt was seen for follow-up yesterday and the corneal ulcer has resolved. Treatment with cravit ophthalmic solution and bestron for ophthalmic was discontinued and the pt was allowed to resume cl wear. No additional follow-up visits are required. On 10jun2024, the pt's medical records were received. Diagnosis: right eye corneal ulcer (suspected to be infective) initial findings: the lesion part and its size are indicated with blue dots slightly above the central part of the cornea in the illustration of the right eye. Diameter 0.1mm, round, infiltrated lesion, white spot. Outcome: resolving visit dated 25may2024: subject complaint: hyperemia was present in the right eye and pt felt something in the right eye. Diagnosis: corneal ulcer (suspected to be infective) infectious: yes lesion part: right eye cornea size: 1mm diameter findings: circular infiltration, cornea impact on visual acuity: none treatment: cravit ophthalmic solution (1.5%), bestron for ophthalmic apply 5 times a day instruction of discontinuation of lens wear: yes instruction of revisit: 29may2024 visit dated 29may2024: outcome: resolving, but treatment is required until the symptom is completely healed. Findings: it is observed that the lesion has reduced. Visual acuity: measured pt¿s visual acuity. Treatment: cravit ophthalmic solution (1.5%), bestron for ophthalmic apply 3 times a day instruction of discontinuation of lens wear: yes instruction of revisit: 05jun2024 no additional medical information has been received. No additional information is expected. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5759110114 was produced under normal conditions. The od suspect cl was discarded. No additional evaluation can be performed. If any further relevant information is received, a supplemental report will be filed, as appropriate.